Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inadequate delivered shocks. Upon interrogation, the right ventricular lead exhibited noise. During revision procedure, chest x-ray was performed and revealed no visible damage on the lead. The lead was capped and replaced successfully.